Event description:
It was reported that the programmer "locked up" and would not reset after a power cycle. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer booted up to a system error. The xy printed circuit board assembly found out of electrical specification. System fan found noisy. (B)(4).